Event description:
A malfunction alarm referred to as malf 12 was reported, and there was no notable event prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, and it remained within normal range. Technical support assisted the customer with resetting the pump and restarting the continuous glucose monitor, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, and they acknowledged and understood the instructions.